Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed the red debris which was looked like a plastic in texture possibly from a non-olympus cleaning accessory which was introduced during customer reprocessing came out and was caught in the air/water nozzle on the distal end. It was also confirmed that the red debris has not originated from the subject device. The service department of (B)(4) surmised that this malfunction might have occurred by the user handling. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of the service department of (B)(4) and the former cases, omsc surmised there was the possibility this phenomenon was attributed to accidental entering of the fragments into the subject device. The fragments might be due to the injection tube (accessory of the subject device) and/or silicon rubber product used at endoscopic examination room. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the red debris came out from and was caught in the air/water nozzle on the distal end of the subject device. There was no report of patient injury associated with this event.